Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving lioresal (baclofen) with concentration 500 mcg/ml at a "very low" approximate dose rate of 35 mcg/day via an implantable pump. It was reported that the pump was starting 4,5 hours after magnetic resonance imaging (MRI). The patient experienced some sy mptoms before the pump started working again. It was further noted that the patient started having a bit of spasticity after 3 hours without drug. The physician was surprised that it took so much time, as it took 1,5 hours after an earlier MRI. The physician inte rrogated the pump several times after the MRI to check if it had started again. They even tried to change the programming with an non-therapeutic dose increase of intrathecal baclofen to see if it could help the pump to start again. The healthcare provider also shut off the pump alarm sound in order to avoid the patient having stress regarding the alarm. The issue was resolved. The patient was without injury regarding their status as of (B)(6) 2025. Regarding factors that may have led or contributed to the issue, "MRI-no real issue" was indicated. It was further indicated that the healthcare provider wanted to do a report to läkemedledelverket, as the patient had some symptoms before the pump started working again. The pump remained implanted and in-service. The patient's medical history, gender, and age at the time of the event was unknown or would not be made available. Additional information received from a foreign manufacturer representative (for, rep) indicated that the action that had been taken was to inform the health care provider with a scientific explanation why it could take more or less time for a pump to start after MRI and motor stall, which the rep did last friday. It was stated that the pump reacted normally and started again, so no further action was anticipated. Additional information received indicated that the hcp sent a report to läkemedelsverket and the document was attached. The patient's pump and catheter s/n was provided. The patient received intrathecal baclofen 0.5 mg/ml 20 ml. In the report, it was stated that in connection with an MRI examination that the patient needed to do every three months due to a spinal tumor, the pump was stopped as it was supposed to be. Then it usually started up automatically after about 1-1.5 hours. But on august 14, after the MRI examination, the pump did not start up but it was turned off for 4.5 hours. Then it started up. The hcp did not know how long it was usually turned off after MRI, but the patient they followed who do an MRI, the pump usually started up after 1-1.5 hours. The patient remained for observation. The hcp stated that they had to write in the patient for observation and they had short-term problems with tension in their legs and it started to sting and hurt. The possible cause was that there was too long a break with lioresal supply. Measures taken and/or planned included doing an MRI earlier in the day and the patient would get lioresal per oral if the pump did not start. Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the information they got from the physician was that the patient started getting some tingling and stiffness in his legs (around 3.5-4 hours after the motor stall due to MRI). The pump started quite quickly after and all the symptoms disappeared 1 hour after the pump had started again. The patient was discharged from the hospital afterwards when the symptoms had disappeared. The rep would get an exact time on how long the patient was at the hospital. Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the patient was at the hospital for observation overnight and then went home the next morning. The patient was admitted around 5:00 pm. The hcp stated that the patient probably could have gone home at 9 pm, however there was no one there to read the log. The hcp came in around 7:45 am and read the pump and said the problems were gone and they saw in the log that the pump was running. The patient went home the next morning at around 8:30 am, so was admitted for 15 hours.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.